Event description:
Baby was conceived after having the essure device implanted in the mother. This required constant monitoring of the pregnancy and the risk of birth defect, injury, miscarriage, and a myriad of other possible situations since pregnancy was not supposed to be possible.